Manufacturer narrative:
The events of " seroma-late, lymphadenopathy " are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy.

Event description:
Patient reported right side "radial folds", "minimum amount of liquid around the implants", "regular enhancement of the fibrous capsule on the right associated with ipsilateral axillary and inframammary lymph nodes with a reactive aspect, suggesting an inflammatory process of the fibrous capsule on the right". The device remains implanted.